Event description:
During the angioplasty, physician deployed a 3.5 x 15acs multilink stent. The balloon burst during inflation (at less than 8 atm), angio revealed dissection distal to the stent, requiring an add'l stent to be placed. Plaque/calcification was ruled out as cause of rupture by intravascular ultrasound. Another balloon had been predilated without difficulty. Physician believed there may have been a pin hole in balloon.